Event description:
Customer allegedly brought back meter because it would not work. Customer allegedly broken the prongs while trying to replace battery. Customer service sent a replacement for the pharmacy.